Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure the jaw of two of the expressew iii suture passer w/o hook was broken. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and evaluated. Visual observations revealed that the device had slightly marks of wear, but it was in expected condition; also, a tag was found in the gun. The lower jaw was broken from the tip. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was slightly loose, and the jaws do not fully close at once. A manufacturing record evaluation was performed for the finished device 32666-150811-08 number, and no non-conformances were identified. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. This type of failure found is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually loose the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. For the broken jaw, the root cause of the damage in the jaw can be attributed to a drop of the unit or mishandling. However, this cannot be conclusively affirmed. As per IFU- 110114, it is necessary inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the jaw on the expressew iii suture passer w/o hook device was broken. Another like device was used to complete the procedure without a reported a delay. There were no adverse patient consequences reported. No additional information was provided.